Manufacturer narrative:
An event of complete heart block, heart failure, anemia, and renal failure were reported. The device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Crd_966 - portico ng approval study. Us0056 - 828 (r763417701, r763417301, r763406301, r763393901). It was reported that on (B)(6) 2022, a 29mm navitor valve was implanted in a patient. On (B)(6) 2023, the patient presented to emergency room with acute kidney injury, lightheadedness, and shortness of breath. The patient was found to be in complete heart block and admitted from emergency room. While nurse was in patient's room- patient had asystole rhythm on monitor, advanced cardiac life support protocol was initiated with chest compressions but only required about 1-2 actual compressions before regaining pulse. No meds given. No temporary pacer per cardiology, just pacer pads. Patient had permanent pacemaker implant. Medication was administered/adjusted to treat the acute kidney injury. On (B)(6) 2023, transthoracic echocardiogram (tte) showed reduced ejection fraction of 45%, patient started on intravenous bumex during inpatient and was discharged with oral bumex at discharge. On (B)(6) 2023, per medical record- patient has chronic anemia, patient received 1 unit packed red blood cells and intravenous iron while inpatient, patient discharged on oral iron. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.